Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. When asked what circumstance that led to patient think ins was moved more in the pocket, taking too long to charge and had poor coupling, patient said she just lost weight. It was stated the new coupling worked so much better, patient was not done losing weight, and everything was just great for now. No further complication and events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syn and spinal pain. It was reported the patient had poor telemetry or no telemetry with recharging. Patient state she had poor coupling it took too long to charge, her ins was very positional, patient had to lay down when she charged since 2017 to get any coupling. It was noted the patient lost (B)(6) and she thought the ins was moving more in the pocket. Patient was suggested to talk with her doctor about the weight loss and follow up with healthcare professional to have ins site checked. No further complication and events were reported.